Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-08722. It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.

Event description:
New information received notes the cause of death was due to acute oxycodone, and there were no allegations the cause of death was due to the right ventricular lead.

Manufacturer narrative:
A partial lead with the connector portion measuring 17.1 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.